Event description:
(B)(6) - the dealer reported that the 9xt mechanical wheelchair plastic bushings in the wheel lock were not sufficient, making it loose. The end user's son alleged that he tried to tighten the screws, and the bushings would collapse. There was no patient injury reported.

Manufacturer narrative:
(B)(4) . Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).